Manufacturer narrative:
The investigation is ongoing; a supplemental report will be submitted.

Event description:
(B)(4). It has been reported that during a recent distal femur jts surgery, it was noticed that there was insufficient soft tissue coverage to close the incision. The distal femur jts was unable to be implanted and instead was removed and a non-siw spacer was used instead.

Manufacturer narrative:
An event where the surgeon was unable to close the patient's soft tissue involving a distal femur jts was reported. The event was not confirmed. It is reported that the surgeon was unable to close the soft tissues due to fibrosis of the tissues due to multiple previous surgeries. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It has been reported that during a recent distal femur jts surgery, it was noticed that there was insufficient soft tissue coverage to close the incision. The distal femur jts was unable to be implanted and instead was removed and a non-siw spacer was used instead. This is a supplemental report to 3004150610-2016-00078 (B)(4).